Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or with test strip insertion. He further reported that on an unspecified date he began to experience a ¿headache, dizziness, was sweating and shaky¿ but when he attempted to check his blood glucose level, the meter would not turn on. Customer self-presented to a hospital where he was diagnosed with hyperglycemia and treated with an unspecified amount of insulin and an unspecified oral medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The useful life of freestyle insulinx meter is 5 years. As the manufacturing year of this product is 2011, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or with test strip insertion. He further reported that on an unspecified date he began to experience a ¿headache, dizziness, was sweating and shaky¿ but when he attempted to check his blood glucose level the meter would not turn on. Customer self-presented to a hospital where he was diagnosed with hyperglycemia and treated with an unspecified amount of insulin and an unspecified oral medication. There was no report of death or permanent injury associated with this event.